Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was caused by occlusion alarms experienced.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. The customer delivered a correction bolus to address the bg level. System check with tandem technical support indicated pump was performing as intended. The customer declined to remove their infusion set site and stated that they will continue using the current infusion set site. Recommendation was made to consult with their health care provider to discuss diabetes management. During follow-up, it was reported that the customer's bg level had decreased to 200 mg/dl.